Event description:
It was reported to philips that the application is not booting up and stuck at 0:00. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the image processing pc (ippc) was not booting up. Analysis of the system log files did not show any related malfunctions. Rse supported the customer in switching on the ippc manually and observed the system for a few days. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.